Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the edges of ICD and bi-ventricular icds are too sharp and prominent and have caused patient complications such as skin erosion in several cases, as well as patient complaints. No information on specific patients or devices was provided. No further patient complications have been reported as a result of this event.